Event description:
It was reported that the customer had low blood glucose levels of about 20 mg/dl. The customer was hospitalized due to low blood glucose levels on (B)(6) 2014. The customer was given a glucagon shot but was not responding to the treatment so she had to be admitted. It was also reported that the customer had low blood glucose levels and was hospitalized due to low blood glucose levels on (B)(6) 2014. The customer treated with glucose tablets. The customer also reported having difficulty managing her blood glucose levels as they would drastically change everyday for unknown reasons. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).